Event description:
It was reported this snare was advanced into a pt's colon and upon attempted use the loop detached in the pt. Uneventful retrieval utilizing forceps followed. Another device was used to complete the procedure. There were no pt complications. The device was rec'd, evaluated and retained by this MFR. The snare loop assembly had detached from the internal cable assembly. The loop assembly was not returned. The ball weld on the cable end, which keeps the cable strands together and strengthens the loop attachment, was present however was small. The exact cause for this event could not be determined.